Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported a missing sensor wire. The sensor was inserted into the upper buttocks on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the patient removed the transmitter before the sensor. Dexcom labeling indicates: do not remove the transmitter while the sensor pod is still attached to the body.